Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was intended for use in the bile duct to treat canceration during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was inserted but did not complete electrification. The device was removed, and the procedure was aborted. There was no patient complications reported due to this event and the patient's condition was reported to be stable following the procedure.